Event description:
During the procedure, the sheath broke upon removal from the patient and approximately half the sheath remained in the the vein (with a small portion sticking out). A cut down procedure was performed and the detached portion was retrieved with no adverse event to the patient.

Event description:
During the procedure, the sheath broke upon removal from the patient and approximately half the sheath remained in the vein (with a small portion sticking out). A cut down procedure was performed and the detached portion was retrieved with no adverse event to the patient.

Manufacturer narrative:
Additional information: a1, e1. Corrected information: additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138.